Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Multiple sclerosis (ms) [multiple sclerosis]. Case narrative: the below report was received by health authority ansm (reference number: r2615147) on 29-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1968 days after essure insertion, she experienced multiple sclerosis ("multiple sclerosis (ms)"). On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to multiple sclerosis or medical device removal. The reporter commented: patient¿s current status: essure implants must be removed as quickly as possible actions taken to treat the patient in the healthcare facility: not specified. Discrepancy noted in essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.